Event description:
(B)(4). Reviewed notes for pump return status. Next of kin stated pump already returned and does not wish to be contacted any more by medtronic. (B)(4). Inquired what led up to the complaint. Customer response: my husband passed away on the (B)(6) , I had called medtronic to see what we should do with his pump, they sent me a box and envelop which I did. I got a letter about calling medtronic at my earliest convenience. Customer's outcome pertaining to the complaint: advised the letter was in regards to the pump being shipped back. Informed since she has already shipped it back to discard it. Trfrd to pfs in regards to cost of pump. Additional notes: svn: (B)(4) case number: (B)(4) what I was concerned about if that pump was fully paid off, I was wondering what happens. Dated (B)(6) 2019 ship: nothing / return: nothing. (B)(4). Called next of kin to verify pump return status. No notes showing a campus ship was created. Contact successful. Cust wife sts she returned the pump back to medtronic. Please do not call next of kin on status of pump return. Cust wife sts she received a box and shipping envelope and returned the pump. No RMA from tech support showing a box was mailed. (B)(4). I marked the account inactive/deceased as well as voided the device/pump warranty to reflect the end date as the date the customer passed away (B)(6) 2018). I opted out of marketing/account comm. Pref. (B)(4). User related svn (B)(4). (B)(4). Initial notes: call transferred from-alexis- triage-cust passed away on (B)(6), wife on the phone inquired what led up to the complaint. Customer response: caller sts: husband passed away. Deceased reporting per (B)(4). First and last name of person reporting event:(B)(6) relationship of person reporting event to the deceased: wife. Reporting party is aware of the deceased event details. Date of customer passing: (B)(6) 2018- around 245am. Cause of customer passing as indicated by reporting party: heart attack?. Location of customer¿s passing: home- in bed. Date customer was admitted to hospital, emergency room or hospice (if known): took to (B)(6) at time of admission to hospital, hospice and/or emergency room, (if known): 116-950pm- (B)(6) 2018. Does reporting party indicate other health issues or illness that may have contributed or led up to passing? 3 stents in heart. Does reporting party recall the initial onset or timeframe of health issue or illness? Unk. Was pump worn at the time of passing? Yes. Pump material number: mmt-1715km . Pump serial number: (B)(4). Infusion set material number: mmt-866. Infusion set lot/batch: 5243700. Reservoir material number: mmt-332a. Reservoir lot/batch: hg2zfmx. Name of glucometer being worn or used (ascensia, lifescan, etc.): kit mmt-1152us meter adc nxtlk mg nsbl. Bg1456353b was medtronic cgm included in diabetes therapy? No. Reporting party is unable to complete carelink upload. Reason reporting party is unable to complete carelink upload: no computer. Requested return of mdt system in use at time of deceased event. Adv pump will undergo destructive testing and product cannot be returned. Caller agreed to return product. Name for shipment of product return materials: (B)(6) address for shipment of product return materials: (B)(6). Phone number for shipment of product return materials: (B)(6). Explained return instructions. Customer's outcome pertaining to the complaint: caller will receive return supplies to send the pump back. Additional notes: caller provided the info. For svn notes. Ship: cs box white/cs le / return: 1 pump reason for return: passing of cust.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. (B)(4). S/w 2.8c. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. Unit had minor scratched display window, missing display window cover, scratched case, cracked case at battery tube side, cracked battery tube threads, pillowing keypad overlay and cracked retainer. Data analysis: (date of customer passing: 12/30/18- around 245am.) 12/24/2018 dailytotalofallinsulindelivered = 88.2, 12/25/2018 dailytotalofallinsulindelivered = 111.075, 12/26/2018 dailytotalofallinsulindelivered = 123.6, 12/27/2018 dailytotalofallinsulindelivered = 86.875, 12/28/2018 dailytotalofallinsulindelivered = 103.575, 12/29/2018 dailytotalofallinsulindelivered = 84.9, 12/30/2018 dailytotalofallinsulindelivered = 40.2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."